Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl and she did not know why. No symptoms were mentioned. Troubleshooting was also declined since she had already done the high blood glucose troubleshooting on her own. The customer was advised to change her infusion set. She stated that she will treat with a 7-unit manual insulin injection and will check her sugar every fifteen minutes afterward. The customer also mentioned that she will address the issue at her doctor's appointment tomorrow. No further assistance was needed, and no products were shipped or returned.